Manufacturer narrative:
Upon furthur review, it was determined that the correct manufacturer awareness date was (B)(4) 2014, not (B)(4)2014 as previously reported.

Event description:
Per independent repair center statement the unit has low o2 or yellow light. The key failure is the sieve beds are dusty.